Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported disabled interface, which was experienced during evaluation. Evaluation found that the #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys had an intermittent response, caused by a failed keypad. The failed keypad was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a disabled interface. Any patient involvement, injury or medical intervention is unknown.